Manufacturer narrative:
Product ID 37752, serial# (B)(4), implanted: 2007 (B)(6); product type recharger product ID 3 7742, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient product ID 748940, serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 3487a-33, lot# j0333717v, implanted: 2003 (B)(6); product type lead product ID 3487a-33, lot# j0333692v, implanted: 2003 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient did not have a stimulation sensation and had not since june. It was noted that the patient did not have stimulation when it was turned up to 10 volts. It was noted that there was no known accident or incident related to this complaint. It was noted that there was a shocking or jolting sensation at the pocket when the device was turned on. It was reported that impedance testing was performed. It was noted that there was high impedances of over 3600 ohms on all contacts excluding 8, 9 and 10. It was noted that the patient was reprogrammed to contact 8 cathodic and contact 10 anodic, with a pulse width of 210 and a rate of 30. It was noted that this resulted in good therapy. It was noted that impedance was at 798. Additional information received reported that the patient was getting relief with the new programs after reprogramming around the impedance issue.